Manufacturer narrative:
Details of complaint: the customer reported a bedside monitor (bsm: mu-651ra, sn: (B)(6)) had readings that did not match. The ibp and nibp readings differed by 30 to 50 units. The nka ts team confirmed that the customer was using the device incorrectly as they were using a jp-910p and edwards cable since the jp-910p was too short. The customer requested to purchase a new jp-902p cable to replace their jb-910p cable. After purchasing, the issue persisted, and the customer requested to upgrade the software in order to resolve the issue. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided from the customer to resolve the issue. Due to the age of this complaint, no additional information can be obtained from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reports that the bed side monitor (bsm) was giving incorrect nibp readings, and reported the readings are different by 30-50 units. No patient injury or harm was reported.

Manufacturer narrative:
The customer reports that the bed side monitor (bsm) was giving incorrect nibp readings, and reported the readings are different by 30-50 units. No patient injury or harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. (B)(4).

Event description:
The customer reports that the bed side monitor (bsm) was giving incorrect nibp readings, and reported the readings are different by 30-50 units. No patient injury or harm was reported.